Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that only the implantable pulse generator (ipg) system was explanted. The antibacterial absorbable envelope had already been absorbed and was not explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had developed an infection. The implantable pulse generator (ipg) system and antibacterial absorbable envelope were extracted. No further patient complications have been reported as a result of this event.